Event description:
Information received indicates, the bed is alarming error 30-49 due to fluid damage to the left siderail ucm board.

Manufacturer narrative:
The technician replaced the left siderail ucm board to repair the bed.